Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving the incorrect hcg cassette product from the distributor. The customer did not notice that the cardinal health rapid test hcg cassette product received was urine-only sample type and performed the test using serum. The customer alleged that the product does not have obvious identifying information on the packaging to distinguish between the urine and combo cassettes other than the printed text of "urine" and "combo." The customer reported that use of the incorrect sample type produced inaccurate results and resulted in an "issue with patient care." No information regarding they type of inaccurate results, confirmatory testing, or outcome of the patient(s) was provided. Although requested, no additional information is available from the customer.

Manufacturer narrative:
Investigation conclusion: retention devices of the reported product were inspected during an in-house investigation. Cassettes intended for urine samples are printed with "hcg"; whereas cassettes intended for urine or serum samples are printed with "hcg combo." Additional labeling distinctions between the urine and combo products appear on the device pouch, kit box, and product insert. The customer should refer to the product insert for the intended sample type and proper testing procedure prior to testing. Product labeling issues were not found. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.